Manufacturer narrative:
(B)(6). The sample was not returned; therefore, one sample was chosen from current production at the manufacturing facility for evaluation. A visual exam was performed and no obvious defects were observed. The cuff pressure of the current production sample was then inflated to 25mbar using a calibrated endotest. The cuff pressure was observed to be maintained at 25mbar for at least 30 minutes. The production sample was then immersed into water for leak testing. No bubbles were observed flowing out from the sample during the underwater test indicating there were no leaks. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The patient was intubated and the ett was found to be leaking air. It was reported the tube was tested prior to use. The ett was changed and no patient harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The patient was intubated and the ett was found to be leaking air. It was reported the tube was tested prior to use. The ett was changed and no patient harm reported. Patient condition reported as "fine".